Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon infusion, what appeared to be thrombus, was observed exiting the distal end of the catheter. While infusing to observe for leaks and no leaks were observed. Therefore, the investigation is inconclusive for the reported fluid leak issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, it was noted there was a crack in the catheter. Reportedly leak was noted. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, it was noted there was a crack in the catheter. Reportedly leak was noted. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.